Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded at the facility. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the meniscal cinch ii, ar-4501, was being used during an acl reconstruction with meniscal repair case. During use, the second implant pulled out of tissue during proper device tensioning. The implant had to be removed from the knee but was not salvaged for return. The first peek implant remained implanted behind the capsule. The process caused about a 10 minute delay in surgery. The meniscus was eventually repaired with two ar-4500 to the satisfaction of the surgeon. Additional information provided 11/16/19: the surgeon did not have to make an additional incision in this case.